Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
After complaints with mtp plates I checked plates in my sets and found 2 plates that the screws went through

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After complaints with mtp plates I checked plates in my sets and found 2 plates that the screws went through.